Manufacturer narrative:
The customer declined service from maquet. Only slight visible scratch damage on the ventilator was reported. The ventilator passed multiple pre-use checks tests with no observed errors/deviations. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the customer. The ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. The customer reported that the ventilator was not locked; it was unlocked to be removed when it got pulled into the MRI scanner. There was no strap on the wall attached to the ventilator. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in the mr environment.

Event description:
(B)(4).

Event description:
It was reported that the ventilator was pulled into the magnetic resonance imaging (MRI) unit, and that several technical error codes were generated. The incident occurred during the pre-use checks tests of the ventilator. There was no patient involvement. (B)(4).